Event description:
In 2009, customer reported false negative hcg results. Quantitative valve = 60 miu/ml. Customer also indicates 12 false negative urine hcgs over 6 months with different lot numbers of this product. No lot information available.

Manufacturer narrative:
Investigation: lot number(s): hcg8100193. Expiration date(s): 10/2010. Control lot: 25 miu/ml hcg urine control. Lot: hcg090107-01. 100 miu/ml hcg urine control. Lot: hcg081008-01. 279.2 iu/ml hcg urine. Control lot: hcg081229-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25 miu/ml hcg urine control. The 100 miu/ml and 279.2 iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention devices meet qc specification. No false negative results was observed. So this complaint is not confirmed. Nothing abnormal found in batch review and the product number, product description and lot number was verified. Unable to confirm complaint with retention materials testing and manufacturing document review. No corrective action required as no product deficiency was established.